Event description:
It was reported that the device was used during a laparoscopic sigmoid colon resection. It was reported by the rep that the surgeon experienced four torn seals on the 512sd (he actually used four 512sd's). He is a very experienced ees trocar user. Each time the seals tore while introducing either the harmonic scalpel (lcs15) or bb10 babcock. Four add'l 512sd's were opened and used. The case was completed uneventfully. The operating room time was extended approx thirty minutes.